Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to the olympus, two (2) patient tested positive for pseudomonas aeruginosa after having procedures with three (3) olympus cystoscopes: cyf-va2 serial (B)(4), cyf-va2 serial (B)(4), and cyf-vha serial (B)(4). The two (2) patients presented with a fever after surgery and were diagnosed with a urinary tract infection. Both patients were treated with antibiotics and have recovered. The cystoscopes were cultured and two (2) of the three (3) tested positive for microbial contamination with pseudomonas aeruginos. Cyf-va2 serial (B)(4) pseudomonas aeruginosa detection. Cyf-va2 serial (B)(4) no detection. Cyf-vha serial (B)(4) pseudomonas aeruginosa detection. The scope cleaning process that the facility has carried out so far is as follows: after use, appearance cleaning with cleaning agent; immersion in protein removal detergent; rinse cleaning, immersion in glutaral preparation; rinse cleaning. In the pipeline for drying, alcohol flushing process was generally suitable, but the disposable suction valve (maj-209) was reused, the scope operation part was not soaked, the cleaning tool was inadequate, and the t-shaped tube (maj-891) was disassembled, cleaned and disinfected. The customer admitted there was a defect in their cleaning process and will proceed with improving the cleaning, disinfection process and purchasing necessary items. In addition, the scope will be cleaned and disinfected in an improved process, and after eog gas sterilized, it will be used again. This event includes ten (10) reports as follows: patient identifier (B)(6)- cyf-va2, sn (B)(4) for patient 1. Patient identifier (B)(6)- cyf-va2, sn (B)(4) for patient 1. Patient identifier (B)(6)- cyf-vha, sn (B)(4) for patient 1. Patient identifier (B)(6)- maj-209, lot unk for patient 1. Patient identifier (B)(6)- maj-891, lot unk for patient 1. Patient identifier (B)(6)- cyf-va2, sn (B)(4) for patient 2. Patient identifier (B)(6)- cyf-va2, sn (B)(4) for patient 2. Patient identifier (B)(6)- cyf-vha, sn (B)(4) for patient 2. Patient identifier (B)(6)- maj-209, lot unk for patient 2 patient identifier (B)(6)- maj-891, lot unk for patient 2. This report is 6 of 10 for patient identifier (B)(6)- cyf-va2, sn (B)(4) for patient 2.

Event description:
The initial MDR report stated the scope cleaning process included the t-shaped tube (maj-891) was disassembled. Correcting initial MDR report to state: the forceps plug (maj-891) was insufficiently cleaned and disinfected because it was "not" disassembled.

Manufacturer narrative:
This supplemental report is being submitted to correct b5 of the initial MDR, provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: b5, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the disposable suction valve was reused, the scope control part was not immersed, cleaning of the device was inadequate, and maj-891 was not properly disassembled, cleaned, and disinfected. The facility tested the subject device, last reprocessed 03jun2022, on an unknown date after storage and no bacteria was detected. The instructions for use describes the following reprocessing methods in the following chapters: ¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.